Event description:
It was reported that the user experienced hyperglycemia while using the ilet system after initially scanning a freestyle libre 3 plus sensor resulting in cgm pairing issues and dosing stops soon notifications; the sensor activated successfully and the system resumed. Customer care provided assistance that included customer support troubleshooting and education regarding correct cgm pairing and app usage. Investigation of this case revealed that the hyperglycemia resolved after proper sensor activation and system operation, with no further device malfunction observed. No clinical symptoms associated with elevated blood glucose measured by fingerstick at 247 mg/dl. Outcomes included temporary interruption of automated dosing and the need to run in bg entry mode during sensor warmup until glucose returned to range, after which glucose normalized. It was concluded that the event was due to an initial cgm pairing issue rather than a persistent device failure, with user education provided to prevent recurrence. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.